Event description:
It was reported that the patient was having multiple low flows and had a known short to shield. Log files were submitted for review and captured low flow alarms events on 08, 09, 10, and 11mar2026 unrelated to the short to shield. The cause of the low flows was possible ventricular tachycardia or possible low fluid state. The patient had dizziness and anxiety. The patient was still admitted and had their right ventricular lead and implantable cardioverter defibrillator generator replaced due to concern of disturbance. The flow was somewhat improved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.